Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several units of drain bags from this same lot number nghs0216 were implicated. The collector was connected to the patient's probe and hooked to the bed lower than the patient. However, urine did not flow correctly, and the tubing needed to be manipulated to allow urine movement. As a result, the diuresis was altered, and there was a risk of stagnation. The date of incident was 25may2025. No consequence occurred to the patient. The device was not contaminated and available at the pharmacy for assessment. Per follow up information received via ibc on 20jun2025, stated that almost all products are affected and this was a recurring issue, the devices were used and filled with urine, typical patient coming out of surgery, bladder catheter in place, on the first round, patient with 50 ml of urine in the collector. After handling 250 ml, the bag was lower than the patient, urine was clear and without sediment. It would therefore take them 2:30 to obtain urine output. Note that the urine was warm because it seemed to remain in the bladder.

Manufacturer narrative:
The reported event was confirmed, cause unknown. Five photos were received for evaluation displaying that urine was stagnating in the tubing. When the tubing is raised, the urine flows gently. Without manipulation, the urine stagnates again. Product labeling was reviewed for this investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several units of drain bags from this same lot number nghs0216 were implicated. The collector was connected to the patient's probe and hooked to the bed lower than the patient. However, urine did not flow correctly, and the tubing needed to be manipulated to allow urine movement. As a result, the diuresis was altered, and there was a risk of stagnation. The date of incident was 25may2025. No consequence occurred to the patient. The device was not contaminated and available at the pharmacy for assessment. Per follow up information received via ibc on 20jun2025, stated that almost all products are affected and this was a recurring issue, the devices were used and filled with urine, typical patient coming out of surgery, bladder catheter in place, on the first round, patient with 50 ml of urine in the collector. After handling 250 ml, the bag was lower than the patient, urine was clear and without sediment. It would therefore take them 2:30 to obtain urine output. Note that the urine was warm because it seemed to remain in the bladder.